Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 186 mg/dl at the time of the call. The customer declined troubleshooting. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer declined a replacement insulin pump and stated that they will call back after speaking to their parents.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.